Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation and two photos were provided for review. The investigation is confirmed for peeled pebax and unraveled material; however, the investigation is inconclusive for difficult to insert. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5062 pta balloon dilatation catheter allegedly experienced difficult to insert, unraveled material and peeled/delaminated. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient is (B)(6) kgs.